Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent the revision surgery due to early subchondral translation (migration) of the helical blade and broken pre-assembled locking mechanism of the trochanteric fixation nail-advanced (tfna) nail. Partial hardware was removed on (B)(6) 2019 and all other material was removed during surgery performed on (B)(6) 2020. The original surgery occurred on (B)(6) 2019 for a pertocanteric fracture repair with tfna system. No further information is provided. Concomitant devices reported: tfna helical blade (part # unknown, lot # unknown, quantity# 1), end caps (part # unknown, lot # unknown, quantity # 1), screws: locking (part # unknown, lot # unknown, quantity# 1). This report is for one (1) 10mm/125 deg ti cann tfna 200mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: after reviewing the received devices, multiple damages could be observed. Based on that fact the flow "damage" was chosen for this investigation. Investigation selection, investigation site: cq zuchwil, selected flow: damage. Visual inspection the returned tfna was received in a disassembled condition. The nail show some scratches in the guiding hole and its outside. The tongue of the locking mechanism is broken. The broken fragment is missing. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the breakage incurred. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition can be confirmed based on the received x-rays and the complaint condition of the received devices. However, based on the findings above no fault could be found in material or during the production. Due to breakage found at the tfna nail locking mechanism, it is likely that the blade could not be locked as intended during surgery and ultimately resulted in the reported malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Manufacturing location: monument, manufacturing date: apr 05, 2019, expiration date: mar 01, 2029, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: h863951 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071274 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16169 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 2l25831, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h681035, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 16-oct-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h765844, lot quantity: 78. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h846837, lot quantity: 2,858 lbs. Certified test report received from metalwerks, inc. Dated feb 06, 2019 was reviewed and determined to be conforming. Lot summary report dated feb 28, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. May 13, 2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.